Event description:
It was reported that the external pulse generator intermittently shut down after a new battery was used. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported there was intermittent shutdown after new battery was used. The device is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken.